Event description:
The customer reported to olympus, no light and lamp does not ignite on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the event occurred due to the failure of the xenon lamp. The service department stated that the lifetime of the lamp was not observed by the user and had long expired. They also stated that the error occurred during examination preparation. They recommended replacing the xenon lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.